Manufacturer narrative:
Lens was explanted from the patent's left eye. Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2014. (B)(6). The explanted intraocular lens (iol) was returned to the manufacturing facility for investigation. Visual inspection noted that the lens is cut in three (3) pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intraocular lens. The optic is damaged. The condition of the returned lens prohibited further lens investigation. A review of the manufacturing records was performed. Sterilization batch was released. There were no non-conformances. There were no associated nonconformity material reports. There were no environmental monitoring related non conformances. The production order was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an zct150 toric intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. There was no incision enlargement and the patient is reported to have recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.